Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen at 622.4 mcg/day via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was admitted to the hospital. The patient was confused, somnolent, and weak. Per the hcp, a cva (cerebrovascular accident) was ruled out and now they were concerned the patient may have some baclofen toxicity. The hcp was calling because they wanted to have the pump interrogated. Per the hcp, the patient had a pump refill on ¿(B)(6) 2020¿ and the dose was decreased at that time.